Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to the size of the ipg. Patient denied any trauma or weight fluctuations. The device was explanted and replaced, with the replacement ipg being implanted in a different location. Postoperatively, effective therapy was reported. Surgical intervention addressed the issue.